Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: upon visual inspection of a video, the following was observed: the video shows a device with a white reload and with tissue piece between the anvil and cartridge on the distal end. At the 00:38 mark the device is firing. Several staples can be seen no properly formed and the tissue was not cut. In addition, appears to be that jaws of device are not properly closed. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a nephrectomy procedure, when the surgeon was pushing the firing trigger of the device, the blade was advanced and staple was penetrated into the vessel (renal vein) without b-shape. Fortunately, the vessel was not cut even with knife advance, and there were no reported adverse consequences for the patient so far.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d06y. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as no short cut-absent cut was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.